Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding pump power adapter. The customer reports that during testing in the biomedical department, the input plug was arching while attached to the ac/dc adapter. No pt involved.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.